Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 23:37:28. During night drain cycle one, the patient's ultrafiltration reading was 2409ml, indicating the home patient (hp) drained 2409ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause of the reported issue was determined to be due to a false empty detect during the initial drain. The patient met initial drain requirements based on their last programmed fill volume. Should relevant additional information become available, a supplemental report will be submitted.